Event description:
It was reported that the ilet user experienced hyperglycemia while in bg run mode after the sensor became disconnected, with a highest reported bg of 336 mg/dl, following an unannounced meal; the scenario was categorized as a usage issue related to improper or incorrect procedure, and the implicated device component was the user interface. Symptoms included headache and thirst consistent with hyperglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically failure to follow instructions regarding meal announcements while on u-200 insulin and operation without an active sensor, and the bg returned to range after a new sensor was connected. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.